Event description:
It was reported that the patient experienced episodes of ventricular tachycardia and was pre-syncopal. The device was not able to detect the episodes due to stability resetting the ventricular tachycardia count. The device remains in use. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.